Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducability. Software engineering confirmed that flipping an exam left/right will cause the registration to be deleted. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a cranial resection. It was reported that during a case the site flipped right and left which caused registration to be lost. The site stated they were already sterile and draped, so they had minimal points to choose from and were therefore unable to re-register the patient. Use of navigation was aborted. No impact to patient and less than an hour delay reported.